Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined the liner product code is now obsolete. Based on the investigation the need for corrective action is not indicated.

Event description:
Patient revised for pain and polyethylene wear of liner.